Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported thru email by the patient as " to whom it may concern. Can you please tell me if there is any compensation for victims of failed knee replacements outside of taking legal action? I am looking for help covering my expenses for a revision surgery I had to have. Thank you." On (B)(6) 2014, the patient had a left total knee arthroplasty to address end-stage valgus arthritis. Depuy components, including depuy patella and depuy cement x2 were used during this procedure. On (B)(6) 2021, the patient had a tibial revision, left total knee to address aseptic loosening. The tibial tray was noted to have debonded from the cement and was in varus collapse. During the procedure the surgeon reported removal of fibrotic and osteolytic membrane from the bone. The insert was revised, while the femoral component and patella remained in-situ. Doi: (B)(6) 2014, dor: (B)(6) 2021, left knee.